Event description:
During a procedure when the distal end of the transend ex .014" guidewire was detained in the right hepatic artery and the microcatheter was approached, the wire broke at 10-cm from the distal end. The broken tip was pulled out using a snare. The operation went successful with another unit.